Event description:
The hcp reported that the patient presented to the clinic with redness, tenderness, swelling, and warmth over the incision site. The patient's system was explanted due to an infection. A sterile culture revealed "rare skin flora" (date of culture not reported.) The patient outcome was reported as "good." Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.